Event description:
The customer reported to a gambro technical assiatance services (tac) representative "dialysate weight (incorrect weight change detected)" alarm occurred, but the machine did not alarm enough with dialysis bag possible pinched. Though no patient injury initially reported. The service technician became aware that a patient incident may have occurred but was not provided any details.